Event description:
Consumer complaint of about low control results. Performed control test - 35 mg/dl. Range of control test is 90-123 mg/dl. Based on parkes error grid analysis, the bias between the average result in range (107) and the control test results obtained (35) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). We acknowledge the lateness of this report.